Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized on an unknown date. The reason of hospitalization also unknown. Customer reported that they getting the message for stop bolus when trying to give herself insulin. The call with customer got disconnected. The insulin pump will not be returned for analysis.